Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, loosening, subsidence and/or due to inclusion of the polyethylene in the packaging recall. The reported subsidence may have been the result of component malalignment, poor bone quality, and/or patient factors. However, the reported prosthesis wear, loosening, and subsidence could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided. H6: corrected health effect and investigation clinical codes.

Manufacturer narrative:
H3: the revision reported was likely the result of prosthesis wear of the tibial insert. The cause of prosthesis wear is generally a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors. However, this cannot be conclusively determined with the information provided.

Event description:
It was reported via legal documentation that a patient had a right total hip revision procedure on (B)(6) 2019 and then was revised on (B)(6) 2022. Patient required revision surgery for issues including but not limited to joint pain, joint swelling and stiffness, tissue damage, loosening, osteolysis, unreconstructable osteolysis of the patella, varus subsidence of the tibial component. The mostly likely cause for the revision reported due to prothesis wear is a combination of risk factors including use error, implant positioning, implant size selection, and patient factors. However, this cannot be conclusively determined with the information provided.